Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the caller planned to contact their healthcare provider for backup therapy options since none were currently available.